Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed a break in the cannula body, approximately 4.75 inches from distal tip. The break was approximately 360 degrees around the circumference of the cannula body. There were no signs of dents or damage to the spring wind detected in the break area. There was no evidence of uncured material throughout the cannula body. Conclusion: used in the carotid artery, this cannula is sutured tight to the neck and due to that factor can be susceptible to splitting. Additionally, to remove the cannula, a scalpel is used to cut the suture, at which time, the cannula is exposed to a sharp object that can propagate a split. No formal conclusions regarding root cause can be made at this time.

Event description:
Medtronic received information at the end of the procedure, when removing this arterial cannula, used in the jugular like a subclavian cannulae, the cannula separated into two pieces in the patient. Both pieces were successfully removed as the cannula was held together by the wire wound metal. There were no adverse patient effects.

Manufacturer narrative:
The device has not been returned for analysis. The device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.